Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite to check the reported problem. A review of the system logfiles found that the suite pc software was corrupted. Upon troubleshooting actions, fse reinstalled the software, set up the user interface (ui) for the table box, and restarted the system several times. After installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.